Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was implanted with pacemaker system to solve syncope episodes due to sinus node dysfunction. Post system implant, atrial lead dislodgement was observed on fluoroscopy. No other issues with the lead were noted. The patient was not pacemaker dependent. Patient was re-hospitalized for lead repositioning. Lead repositioning was unsuccessful, so the lead was explanted and replaced. Patient¿s condition was fine.